Event description:
A customer reported an issue with charging their pump, and twice needing a reset due to being stuck at 5% after charging. Once reset, it showed 100%. There was no reported impact on the patient's blood glucose level. The customer declined further troubleshooting. No additional information was provided.